Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation; however, upon the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a small peripheral cutting balloon. No patient complications were reported and the patient's status was good.